Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo device analysis: visual analysis of the photographs identified a broken device, you see a gel filled syringe labeled left side.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, yellow biological tissue on the shell, and crease flat. A microscopic analysis was performed which identified: two sharp openings with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior assessed as surgical impact.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted.